Event description:
Litigation papers allege: patient was implanted with a depuy asr hip implant on his left hip on or about (B)(6), 2009. Patient has experienced persistent severe pain and discomfort in his left hip, buttocks, groin, and thigh, which has increased over time; sensation of misalignment, weakness, and decreased range of motion. Patients hip pops, clicks, and catches. He has substantially elevated, if not toxic, levels of cobalt and chromium metal ions in his bloodstream. Patient is suffering loss of muscle mass and deterioration of the soft tissue in his hip. Patient has not yet scheduled an explantation of the asr hip implant.

Manufacturer narrative:
Patient fact sheet (pfs) form and implant stickers received which identified part/lot information. There is no new information that would change the outcome of the investigation. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.